Event description:
Event: post- implant fem-fem bypass. Case details: it was reported that the patient was treated in 2002 (approximately 1 year post implant) for subcute ischemia of the left lower limb. Thrombectomy was not able to be carried out due to a probable twist in the left prosthetic branch. A femoral-femoral bypass was carried out, and the clinical and angiographic results were deemed "excellent".